Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that since the patient had an MRI on may 17th, she has been feeling off. The patient said that it hurts when they pee, and they are taking an antibiotic for some bacteria. The patient said that they have been having a lot of pain and weren't sure if it was from ins or not. During the call, the patient connected to their implant and confirmed that therapy was on. The patient decreased the stimulation to see if that made a difference. Reviewed the option to turn therapy off as well.